Manufacturer narrative:
Internal report (B)(4). Investigation completed and product evaluated with damage/dirty on strip connector of the meter. The root cause is foreign material on the strip connector a substance with appearance like blood. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer feels better; customer informed was at the hospital on (B)(6) 2016 days after the initial call, at the arrival, the glucose level is 261mg/dl and then15 minutes later at the hospital, customer was tested and obtained results of up to 375mg/dl;customer was treated with 5 shots of injected insulin; customer received a prescription of glipzide and metformin 2000 units per day; customer discarded on (B)(6) 2016 with glucose levels within range 165mg/dl (hospital glucose monitoring device). Customer is satisfied with the new product replacement glucose readings.

Event description:
Consumer reported complaint for e-5 error; test strip error. The customer's expected fasting blood glucose test result range is 140 to 150 mg/dl. The customer reported symptoms of sweating. Medical attention is reported as a result of the actual blood glucose results on (B)(6) 2016. On (B)(6) 2016, a blood test was performed by the customer prior to going to the hospital and produced test results of 261 mg/dl with true result meter. The customer provided that have not had any recent changes to diet, but physician has prescribed new medication recently. Blood test performed at the hospital 15 minutes later using the hospital meter and test result was 375 mg/dl. The customer was unable to perform a blood test during the call due to e5 error. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/25/2018 and open vial date is 03/29/2016. The meter memory was reviewed for previous test result history: 192mg/dl (B)(6) 2016 06:28am fasting: yes; 184mg/dl (B)(6) 2016 09:19pm fasting: yes; 272mg/dl (B)(6) 2016 07:40am fasting: yes; 358mg/dl (B)(6) 2016 02:04pm fasting: yes; 315mg/dl (B)(6) 2016 11:18am fasting: no.